Manufacturer narrative:
(B)(4). Final analysis found normal device characteristics.

Event description:
It was reported that the right atrial lead exhibited an increase in impedances and sensing. The patient was asymptomatic. No intervention was performed and the patient would be monitored. On (B)(6) 2014, during a routine follow-up; the lead exhibited high impedances. All other electrical measurements were normal. The lead was explanted and replaced.